Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the float switch was peeling, pump was noisy, and enclosure was cracked by drain fitting. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water, and powered on-confirming the reported customer complaint. Issue was a result of a cracked enclosure by the drain fitting and the problem source was determined to be user interface.

Event description:
Information was received that the device crack on the bottom causes it to leak. No adverse effects reported.